Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Device received with pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and missing display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose on (B)(6) 2020 with blood glucose level was 199 mg/dl. Customer experienced symptoms such as thirst and dehydration. Customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.